Event description:
It was reported that customer needed trouble shooting. The patient and rep set up the pure wick and checked the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. The water was inching and lagging in the tubes. Advised patient it's been over 60 days since they changed out the accessory kit. Explained changing out the accessory kit is necessary so the pure wick can function to the best of its abilities. Used with male wicks. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.